Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when the surgeon attempted to place a spacer.

Manufacturer narrative:
No product was returned for investigation; therefore, the condition of the tibial articular surface provisional (tasp) is unknown. Without a device for exam, neither visual or dimensional analysis are possible. The device was noted to have an approximate field age of three years and ten months with an unknown number of uses prior to the reported event. This device is used for treatment. This particular device is listed in an aggregate tasp scope list associated with corrective actions. This device was manufactured before a design modification and was part of the re-design scope as well as a field action initiated in august 2014. The root cause has been addressed by a previous design change of this product.